Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are no other similar complaints within this batch. Explanation and rationale: without the product, an exact root cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product nv016t - fixation screw d6.5mm l40mm sw3.5. According to the complaint description, the screw did not end up in the slotted hole but screwed through the hole. Patient harm was unknown. The malfunction is filed under aag reference (B)(4). Involved components: nv952t - plasmafit revision structan size 52mm g - lot 52769013.